Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Siemens determined that pre-analytical issues (specific sample characteristics, blood collection, transportation, and/or sample processing/handling in the laboratory) potentially contributed to the discordant results. Siemens specialists were previously dispatched to the customer's site to evaluate and discuss pre-analytical handling conditions with the customer. The reagent is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated prothrombin time (pt) result, a discordant, falsely elevated prothrombin time international normalized ratio (inr) result, and a discordant, falsely low prothrombin time percent (pt%) result were obtained on a patient sample on a sysmex cs-5100 system using dade innovin reagent. The same sample was repeated for pt and inr on the same system using dade innovin reagent, both resulting lower. The same sample was then repeated a third time for pt, inr, and pt% on the same system with dade innovin reagent. The pt and inr resulted lower and the pt% resulted higher. Using thromborel s reagent, the same sample was tested for pt, inr, and pt% on the same system. The pt and inr resulted lower and the pt% resulted higher. The same sample was then repeated again for pt, inr, and pt% on the same system with dade innovin reagent. The pt and inr resulted higher and the pt% resulted lower. The same sample was then tested for pt, inr, and pt% on an alternate sysmex cs-5100 system using dade innovin reagent. The pt and inr resulted lower and the pt% resulted higher. Using thromborel s reagent, the same sample was then tested for pt, inr, and pt% on the same alternate system. The pt and inr resulted lower and the pt% resulted higher. The same sample was then repeated again for pt, inr, and pt% on the same alternate system using dade innovin reagent. The pt and inr resulted higher and the pt% resulted lower. The same sample was then repeated again for pt, inr, and pt% on the same alternate system using thromborel s reagent. The pt and inr resulted lower and the pt% resulted higher. The last inr result obtained with dade innovin reagent was reported, as the correct result, to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated prothrombin time (pt) result, the discordant, falsely elevated prothrombin time international normalized ratio (inr) result, or the discordant, falsely low prothrombin time percent (pt%) result.